Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 they experienced a hardware failure. Dexcom technical support advised clinic representative to perform reset on device. The clinic representative did not report any injury or medical intervention.